Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx2 bifurcated stent graft (bsg), an afx vela suprarenal, and an ovation ix iliac limb on (B)(6) 2017. This case is outside the indications of use (off -label) as the safety and effectiveness of other stent or stent graft devices used in conjunction with the afx2 system have not been established. Approximately one (1) month post initial procedure a type ii endoleak and a type ib endoleak were identified with no aneurysm enlargement. The physician elected to monitor the patient. (Reported under MFR# 3008011247-2018-00066). It was reported on 08 february 2022, that the type ii endoleak and a type ib endoleak were persistent. Reintervention was completed on (B)(6) 2022 with the implant of an ovation ix extender to resolve the type ib endoleak from the right common iliac artery. (Reported under MFR# 3008011247-2022-00011). Endologix was notified on 18 october 2024, that there was a possible type iiib endoleak of the afx2 bsg at the aortic bifurcation identified during routine follow-up. Angiogram performed on (B)(6) 2024 confirmed the type iiib endoleak and initially implanted afx2 bsg was relined with a new afx2 bsg, in additional an afx vela infrarenal was implanted. The patient is reported to be stable.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix could not perform an evaluation of the device as the device remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiib endoleak of the distal main body and the additional endovascular procedure complaints are confirmed. This is consistent with the reported adverse event/incident. The clinical assessment determined that there was evidence to reasonably suggest aneurysm enlargement of 7.8mm occurred, that was not included in the event as reported. The aneurysm enlargement was discovered during review of the CT scan dated 14 october 2024. Device, user, procedure or anatomy relatedness of complaint could not be determined. No procedure related harms were identified. The index case is outside the indications of use (ovation limb in left common iliac artery and ovation extender in right common iliac artery) as the safety and effectiveness of other stent or stent graft devices used in conjunction with the afx2 system have not been established. This may have contributed to the reported events but could not conclusively be determined. Additionally, there was cautionary product use as there was a revision of a previously placed graft. The final patient status was reported as discharged home in an improved condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: g3: awareness date ¿ updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.